Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely that the scope¿s distal end received greater stress during the procedure, (such as friction load by twisting / pushing / pulling in body) than the stress the user applied during the inspection of the device prior to use (pulling or twisting stress). This likely caused the distal cover to easily come off the scope during the procedure. However, the root cause could not be determined. This supplemental report includes new information added to b5. Also, a correction has been made to g2 to provide information that was inadvertently not included on the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received: after the patient coughed up the distal cover, it was confirmed that the device was not damaged. There was no anti-fog agent applied to the scope lens, nor any chemicals used during the procedure that could have adhered to the tip of the scope or distal cover. The scope and distal cover were inspected prior to use and no damage was noted on either device. Also, the distal cover was attached to the scope prior to the start of the procedure and was pulled and twisted to ensure it would not come off the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. It was reported that the facility currently uses the old design of the distal cover (B)(6). The facility reconfirms the correct operation method by contacting olympus or another expert within your facility. The facility carefully reviews and follows the instruction manual. The facility educates or continuously educates its personnel about handling methods. The facility inspects the distal cover prior to attachment. The facility uses care when attaching the distal cover, so that it does not crack. It was confirmed by the facility that there has been no change in the storage method of the distal covers since experiencing the detachment issue. The distal covers are stored in the product carton. Per the facility, ky jelly was applied to the distal end of the endoscope. No chemicals were administered directly into the body through the forceps channel during endoscope insertion, and no chemicals were sent to the forceps channel to lubricate. Contrast (isovue) was administered through the cannula during the endoscope insertion. However, no chemicals were administered orally to the patient before the inspection, and no chemicals were used during endoscope preparation and pre-use inspection. It was confirmed that a crack has never been observed on the distal cover prior to attachment to the endoscope.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, when withdrawing the scope from the patient the single use distal cover came off in the patient. The patient coughed up the distal cover in recovery. There were no additional consequences to the patient. The distal cover attached to the scope was checked multiple times prior to the procedure and no issue was found. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.